Event description:
Complainant alleged that during functional testing, the device gave a "unit failed prompt. Complainant indicated that there was no paitient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product and this report is still under investigation.